Event description:
It was reported the pt requested to have his scs system removed. The pt did not specify the reason he wanted his system removed. F/u on (B)(6) 2014, identified the pt's scs system was explanted on (B)(6) 2014. The pt stated his system was no longer beneficial.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.